Manufacturer narrative:
Product instructions and warnings clearly state to keep children away from this product. Consumer did not heed the warnings and instructions. Consumer has not returned the product.

Event description:
Consumer is alleging that her son put his hand over the steam output and received a burn.